Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken main tube. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during central processing, the cadiere forceps (cf) instrument tip was bent, and the shaft was broken. There was no report of patient involvement or patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the incident occurred on the distal end of the instrument (the portion that enters the patient). Nothing was loose within the peel pack. There was no broken wire, tips or pin. There was no need to remove the instrument and cannula together. The distal end hit a steel wire cart. The port incision was not increased in order to remove the instrument and cannula. No additional ports were placed. The wrist was not straightened. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.